Event description:
It was reported that during the implant procedure, the set screw appeared to be missing from the lead end cap. The lead end cap had been left in sterile packaging up until the time it was needed. It was then placed over the lead end and when the surgeon went to tighten the setscrew, the screw was discovered to be missing. The screw was not found in the packaging or anywhere in the operating room. An extension model 37085 was opened and a set screw was used from that package. The replacement setscrew was tightened without incident and the patient was closed up from the procedure.